Event description:
During intra-op use, surgeon experienced an energy surge/shock through their hand. There was no injury reported. No medical intervention required.

Manufacturer narrative:
Investigation completed 8/22/2017. Failure analysis: the product was returned to the service centre .reported failure was not confirmed; although the investigation could not verify the alleged energy surge / shock, it was observed that the handpiece was not working properly: handpiece quiescent power was to high due to faulty transducer. However, the cause of the transducer failure was not determined by service centre. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: may-2002. Service history review: there is no service history to be reviewed - this is the 1st time that the handpiece has been returned. Root cause determination conclusion was reviewed and based on the DHR documentation and service history summary review it was identified that the defective transducer was not manufactured in (B)(4); this is the 1st time that the handpiece was returned for service. Therefore, defective spare does not impact the current manufacturing process. No further action is required. Future complaints will be continued to be monitored and trended.